Manufacturer narrative:
Device is a combination product. A promus element, mr, ous 3.00 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage on the first proximal stent strut which is in a lifted state. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The device was soaked overnight at 37 degrees to allow for functional testing. A recommended 0.014 guidewire was loaded to facilitate the functional testing. An attempt was then made to inflate the balloon to the rated burst pressure, however the balloon would not inflate due to a leak at the proximal balloon cone. The balloon cones were reviewed, and no visible damage was noted. A leak was noted after an inflation attempt, this pinhole leak was found at the location of the stent damage. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that balloon ruptured occurred. Vascular access was obtained via the right femoral artery. The 70% stenosed, 16mmx3mm concentric, de novo target lesion located in the severely tortuous and moderately calcified left anterior descending artery. A 3.00x16mm promus element drug-eluting stent (des) was advanced for treatment. However, the stent balloon ruptured during szabo technique of lifting the proximal stent strut without inflating the device. A 2.75x16mm promus element des was selected but while getting out of the hub, the device got kink. The procedure was completed with 2.50x16mm promus element des. No patient injury nor complications were reported and the patient's status was stable. It was further reported that the physician felt a pinch occurred while doing a szabo technique and that the stent was damaged.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 70% stenonsed, 16mmx3mm concentric, de novo target lesion located in the severely tortuous and moderately calcified left anterior descending artery. A 3.00x16mm promus element drug-eluting stent (des) was advanced for treatment. However, the stent balloon ruptured during szabo technique of lifting the proximal stent strut without inflating the device. A 2.75x16mm promus element des was selected but while getting out of the hub, the device got kink. The procedure was completed with 2.50x16mm promus element des. No patient injury nor complications were reported and the patient's status was stable.